Event description:
It was reported that svc impedance was high, at greater than 200 ohms, and varied. The patient's wife alleged that there was something wrong with the lead and that the lead was going to be capped. She also alleged "leaking into body". Additional information was subsequently received reporting there was a lead fracture. The lead was replaced. The patient's condition was reported as "excellent" following the replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.